Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the serial number of the lens was found miswritten after surgery. No problem occurred with the iol. There's no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows secondary label set for serial number (B)(6). Where the serial number should be identified, it instead contains part of the gtin number. The root cause is deemed to be internal-manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).